Event description:
Procedure: wedge resection. Reportedly, the surgeon fired the stapler but when he pulled black knobs back and jaws did not open. Unanticipated tissue loss, cut around jaws to remove, sewed incision. No further pt injury.